Event description:
A customer installed a battery pack into a netlink traveler unit incorrectly, which caused a short in the wiring of the battery pack and overheated two of the cells, causing plastic overwrap material of the battery pack to melt and smoke. This was confirmed when the netlink traveler unit and battery pack were returned to bio-logic on february 7, 2007 and examined. The battery pack was inside the netlink traveler unit at the time, and neither the pt nor the eeg technician was directly exposed to the overheated battery pack. There was no pt injury.

Manufacturer narrative:
Evaluation summary: when the battery pack is installed incorrectly, a potential "pinch point" in the wiring of the battery pack can be compressed. This compression can cause a short circuit in the battery pack's wiring harness, that can short circuit and short two of the cells in the 4-cell battery pack. In this case, the wiring harness internal to the battery pack heated and melted the plastic overwrap material enclosing the battery pack. Temperatures were monitored directly at the battery pack, on the exterior case of the netlink traveler, and on the outside of the carrying pouch. The temperature on the pouch, surfaces to which the pt could be exposed, did not exceed 40 degrees f. After the initial overheating, within seconds, the built-in battery pack over-temperature and over-current limits reacted as designed, preventing the short circuit from causing further damage. Although the interior of the netlink traveler unit was discolored, the unit functioned correctly when a fresh battery pack was installed. Labeling was added to the battery pack and on the battery compartment cover to indicate the correct positioning and connection of the battery pack inside the compartment. Also, the battery pack manufacturer has supplied new batteries with a change in the internal wiring, which eliminates the potential "pinch point" in the wiring even if the battery were to be installed incorrectly.